Event description:
It was reported that a pt fell during transfer using a pt lifter. Per facility, the hyd bent, pt did not go the hosp 'exam and x-rays taken there' results were ok. Repair tech was dispatched to facility for eval and repair. The repair tech called in during the repair to inform co that he has taken pictures of the lift, and the facility had cut the acutator cord and wired directly into the pt board, bypassing the actuator socket. [End user had modified the lift to an unsafe state; co removed lift and are in the process of repairing back to its original state] !